Event description:
The complaint/event involved a trifurcated transpac® it monitoring kit w/03 ml flush device, red, blue, yellow stripe tbg and macrodrip. The customer reported that the device just came apart when the patient was just coming off of a bypass in the facility's theatre department. The doctor quickly closed off the stopcock to the patient and the device was changed out/replaced. The event does not involve a death or serious deterioration of a person. It was also stated that central venous pressure (cvp) monitoring was performed. Although a delay in therapy was reported, no one was harmed as a result of the reported event.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Manufacturer narrative:
The reported complaint of product came apart was confirmed on the returned set. Images were provided by the customer showing the pvc tubing separated from the transpac luer pocket and the label of the package. During visual inspection of the sample, the pvc tubing was found separated from the transpac luer pocket. When the tubing pocket was microscopically examined insufficient adhesive coverage was observed. The probable cause of the separation had occurred due to insufficient adhesive coverage applied on the tubing during assembly process. The lot history of the possible lot numbers were reviewed, no nonconformities were identified that may have contributed to the reported complaint. D4: only di provided as lot number is unknown. D9 device returned to manufacturer on 7/30/2024 plots: 13712794 MFR date 8/1/2023 expiration date 7/26/2026 13684314 MFR date 7/1/2023 expiration date 6/26/2023 13884482 MFR date 03/01/2024 expiration date 1/23/2024.